Manufacturer narrative:
H.6. Investigation summary: material #: 364314. Lot/batch #: 2109222. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that with a bd preset¿ arterial blood collection syringe there was bleeding at the connection between the needle tube and the needle. Verbatim: after collecting blood with an arterial blood collection device, it was found that there was bleeding at the connection between the needle tube and the needle.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that with a bd preset¿ arterial blood collection syringe there was bleeding at the connection between the needle tube and the needle. Verbatim: after collecting blood with an arterial blood collection device, it was found that there was bleeding at the connection between the needle tube and the needle.